Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was reported to be a loose connection; however. The cause of the loose connection undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The patient advised that they could hear the homechoice trying to pull fluid from the empty supply bag and then the alarm occurred shortly after. The connection on the supply bag was loose. The home patient advised that they unplugged the homechoice and then plugged it back in and the homechoice tried to start from the beginning. The patient stated that they could not start over with new supplies as they were already in dwell two. The homechoice was operational and a swap of the device was not necessary. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.